Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead failed to capture. No intervention was performed. Patient status was not reported.